Manufacturer narrative:
The single inline rod 5.5x5.5 ti was not returned for evaluation. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Without the device, we are unable to confirm the complaint or determine the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. The single inline rod 5.5x5.5 ti was not returned for evaluation. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Without the device, we are unable to confirm the complaint or determine the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Patient has had multiple spine surgeries since 2011? Had a posterior l3-5 spine fusion with another company started to develop l5-s1 symptoms surgeon performed an alif with synfix then had to posterior fixate from l3-pelvis. Developed an issue at l1-2 which surgeon addressed from a lateral with globus expandable cage and re-instrumented posterior t10 to l3 with the inline connector/rod to attach to l4-pelvis constructs. Removed the l3 screws placed screws at l2-t10. Patient has developed a nonunion at the l1/2 space. A pedicle screw has broken at l2 and inline connector/rod has disengaged. There was a broken z rod on other side. Driver broke during revision.